Event description:
Loss of lock followed by no sound perception while wearing the external equipment. The pt was seen by a co rep for device eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.